Event description:
The patient was taken to the operating room and placed in the supine position. General anesthesia was given. Next, the patient's legs were put up into the stirrups in the dorsal lithotomy position. Next, the customary sterile perineal prep was performed. A foley catheter was also placed. Next, the ultrasound probe was placed within the rectum, and the patient's previously performed volume study was recreated. Once symmetry was assured, the implant template was attached to the ultrasound apparatus. Next, individual interstitial preloaded needles were introduced through the perineal skin into the prostate gland under ultrasound guidance. Fluoroscopy was also utilized. Each contained a variable number of low-dose rate brachytherapy sources. Once the desired depth of insertion was achieved, each needle was retracted back over its trocar so as to deposit the radioactive sources into the prostate gland. Once the final source had been placed, the ultrasound apparatus was removed. Two of the needles, needles #6 and #17 had manufacturing defects which would not allow the needle to be retracted and release the sources inside the prostate. These sources, therefore were not placed. Ref report: mw5155332.